Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device nozzle was clogged with a white foreign material. There was no deformation of the nozzle. Other observations for the device are that the insertion section was lusterless and discolored. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of air and water not passing through the channel smoothly as observed during reprocessing. There is no reported harm to any patient. The gastroscope procedure just prior to the reprocessing was completed with this device without any delay. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with a white foreign material. There was no deformation of the nozzle. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle as observed during device evaluation. Addendum aug 5, 2022: the water supply status had been checked during preparation for use for the gastroscope procedure with no abnormality noted. Reported issue was observed during reprocessing and may have occurred during the procedure. The mh-946 adaptor is not used for manual cleaning at the facility. The facility uses a third party automatic endoscope reprocessor use (aer) as cleaning and disinfecting equipment. The nozzle has not been replaced for this device before.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the user's reprocessing and handling deviating from the instructions for use (IFU). It was confirmed that the air/water nozzle is clogged with white foreign matter; however, no further information regarding the foreign material was obtained. It was confirmed that the injection tube (mh-946) was not used for manual cleaning regarding equipment reprocessing and handling. The event can be detected/prevented by following the instructions for use which state the following: 1) "an injection tube (mh-946) is used to deliver the cleaning agent to the air and water channels." 2) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 3) "inspection of the air-feeding function and the objective lens cleaning function." 4) "flushing detergent solution into the air/water channel" olympus will continue to monitor field performance for this device.